Event description:
My husband and I both use complete moisture care. We want our eyes checked for problems, we are both experiencing red eyes. Does the co make arrangements for our eye appointment and pay the examiner?. We both started using the product with in the last six weeks. What about reimbursement?